Manufacturer narrative:
Section d7, h4: correction. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 12sep2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous infection in may is reported under MFR #2916596-2020-03610. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent pump exchange on (B)(6) 2020. According to information provided by vad coordinator, the patient developed candida tropicalis bacteremia in may. He was treated with oral fluconazole for 8 weeks, but he returned to hospital (B)(6) 2020 with fevers and increased sternal wound drainage. It was decided he needed a pump exchange for infection. The device will not be returned for evaluation, it was otherwise working appropriately.